Manufacturer narrative:
H3: product analysis: evaluation confirmed the reported allegation of burr not locking in the attachment. The likely cause of the failure was due to distal bearings being detached. It was also noted that leg is damaged and rotatory sleeve is also damaged. Additionally, it was also noted that colour band is faded and laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the burr does not lock in the attachment. At the time of report there was no patient involved.